Manufacturer narrative:
Evaluation summary: event description suggests the targeting device as primary product. The nail handle is regarded as associated product. Review of the inspection records revealed no discrepancies. Although damaged the pre-operative test performed revealed targeting accuracy being as intended. All drill holes were passed by the corresponding drill without any deviation. According to the information available the cause for the loosening of the adhesive binding of the targeting arm could not be determined exactly, but might be assumed in the design of the connection (pins + adhesive). Each instrument will inevitably suffer from long and frequent use. As the returned targeting arm tns had been in use for a long time before loosely parts were reported, we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. Evaluation revealed that in this case the event is linked to normal wear and tear caused, among others, by a high number of sterilization cycles during more than 11 years of use, contributed by the design of the connection (pins + adhesive). Te brochure instructions for cleaning, sterilization, inspection and maintenance ((B)(4)) shows several examples of damage and recommends removing of such damaged products. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that while doing primary tibial nail the targeter piece for the tibial nail is loose. The piece wobbles on the holding device, the weld and carbon fiber seem loose.

Event description:
It was reported that while doing primary tibial nail the targeter piece for the tibial nail is loose. The piece wobbles on the holding device, the weld and carbon fiber seem loose.